Event description:
Pt alleges the development of a latex allergy from her exposure to latex gloves. She alleges that she may no longer work as a nursing assistant and is now subjected to increased health risks. In addition, she alleges being subject in the future to one or more anaphylactic reactions to latex products. She alleges that as a result of this disease, she has suffered substantial injury, pain and suffering as well as economic loss.